Event description:
As reported by the end user in (B)(6), while performing a pci procedure, the physician noted that when he deflated the taxus sds balloon, the needle on the inflation device did not return to zero atm. The balloon deflation was confirmed under fluoroscopy and was removed from the patient. The procedure was completed with another device without further complications. There were no reported patient complications due to this event.

Manufacturer narrative:
The reported defective device has been received for evaluation. An investigation into the reported event is being conducted. Upon completion of the investigation, a follow-up medwatch will be submitted. (B)(4).